Manufacturer narrative:
The complaint sample has not yet returned to the manufacturer for analysis. There are no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She stated that the device leaked on the blood inlet side. The report stated the mps console had been primed, the patient was on cross clamp, the console on pulsatile flow mode and the first dose had been delivered when the leak was observed. The leak was estimated to be approximately 400-500 cc. She stated she replaced the delivery set and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The perfusionist stated the device would be returned to the manufacturer for analysis.